Event description:
It was reported that the physician insisted on using the envelope during the implant procedure even though it expired five days previously. The envelope remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).